Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to dizziness and presyncopal episodes. Upon interrogation, the left ventricular lead exhibited loss of capture. Fluoroscopy was performed and revealed the lead had dislodged. The lead was capped. The patient was in stable condition.